Event description:
It was reported that this insertable cardiac monitor (icm) provided a low battery alert prior to attempted implant. Technical services (ts) received a call from the field representative. Ts advised the field representative to hold the icm device for 24 hours at or above room temperature and then recheck device battery. The field representative used an alternate device to complete the subsequent implant procedure. The field representative attempted to recheck the battery after holding it at or above room temperature for 24 hours but could not connect to the device. The field representative provided they tried multiple different patient mobile monitors but still could not connect. Ts instructed the field representative to return the icm for analysis. This icm has been returned and analysis performed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Battery diagnostics were downloaded and assessment of them found the battery to be depleting in an inconsistent manner. There were also low voltage errors triggered around the time of implant. X-ray imaging revealed solder leakage below the negative terminal pin of the battery, reaching out toward the can. A subsequent CT scan revealed that the size of the solder bridge was sufficient to reach the can of the battery, likely causing intermittent shorting.